Event description:
It was reported that the surgeon inserted a cc4204bf collamer single piece lens but the lens caught between the cartridge and the foam tip plunger and the back haptic was torn. The lens was removed with no patient injury. A different type lens was implanted.